Event description:
It was reported that during a lap sigma procedure, tissue pad fell into patient, could be removed another device was used to complete procedure. There were no adverse patient consequences.. No further information is available.

Manufacturer narrative:
(B)(4). The device was received with the blade scratched and cracked. The clamp arm was detached from the inner and outer tube and the tissue pad was still attached to the clamp arm and in good condition. The device was connected to a test hand piece and a generator and was functionally tested. During testing, an error code 5 was displayed. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.